Event description:
It was reported that during a procedure to treat a totally occluded coronary vessel, the 2.0 x 20 rx mini trek was positioned across the target lesion, however, under fluoro only one balloon marker was visualized. The chipboard box was verified and the device diagram showed two markers. The balloon was successfully used in the procedure with multiple inflation/deflations without incident. There was no adverse patient effect reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors which may contribute to difficulty visualizing the balloon markers during product placement include, but are not limited to, manufacturing/placement of markers, patient anatomy, procedural contrast, and/or fluoroscopy machine and settings (such as viewing angle). Return of the rx mini trek balloon catheter would have aided in the investigation and determination of cause, as without the product to examine, a conclusive cause could not be determined; however, there is no indication of a product quality deficiency. The lot history record for this product was not reviewed and a similar incident query was not performed because, the lot number is unknown. The lot number is unknown because, the product was not returned for analysis and the lot number was not reported. All products are inspected for marker band damage and measured for marker band placement. In addition, a sampling of finished good units is inspected to verify marker placement.